Event description:
Consumer called to report getting inaccurate readings with their logic meter. Analysis run on clark error grid using mean avg reading (204) as ref. Point vs. Bd readings of 300, 51, 260 yielded data points in the e-zone of the grid, outside of acceptable limits.